Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2015 - this lead was capped on (B)(6) 2011. The file remains closed.

Event description:
This lead became dislodged, but when the physician attempted to extract the lead, it would not come out. This lead remains implanted in the pt.